Event description:
Additional information provided confirmed the customers event occurred during an (endoscopic retrograde cholangiopancreatography) procedure with no further delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer stated cds done as per IFU recommended procedure and pre-cleaning is performed immediately after a procedure. The customer uses 3m enzymatic rapid solution. The endoscope channel is brushed during manual cleaning, the forceps elevator moved to raise and lower 3 times in water during aspiration, the elevator is brushed and flushed appropriately. It was also confirmed that the date of your last reprocessing in-service conducted at the facility by an olympus endoscopy support specialist was (B)(6) 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the report event is likely due to the user could not conduct reprocessing properly and remove the foreign material due to leakage from the device. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method are described in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii duodenovideoscope had free play in the angulation. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator and the bending section cover was dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
Prior to the device return to olympus, the fse visited the site to inspect the device. During the inspection, free play was confirmed in the up-down direction. Additionally, wrinkles were observed on the connecting tube. Upon device return and evaluation it was observed that the play in all directions was out of standard value due to wear of the angle wire. Upon further inspection, foreign material was observed on the forceps elevator and the and the bending section cover was dirty, due to insufficient cleaning or handling of the scope. It was observed that water tightness was lost due to a pinhole on the bending section cover. It was also observed that the adhesive on the bending section cover was detached. It was observed that the image guide protector had a cut. It was also observed that the label on the scope connector was peeled. A dent was observed on the following unit components due to handling: forceps channel port, scope connector cover, switch box, suction cylinder and on the air and water cylinder. A scratch was observed on the following unit components due to handling: connecting tube, the grip, scope connector cover, scope connector cover unit, control unit, universal cord, plastic cover and on the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.